Manufacturer narrative:
Continuation of d10: dtpb2qq crt-d, implanted (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two weeks post implant, the patient began experiencing phrenic nerve stimulation from the left ventricular (lv) lead. Pacing polarities were checked and the patient had phrenic nerve stimulation while in certain positions. The patient did not want any reprogramming done initially but the lv lead was subsequently explanted and replaced. The lv lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.